Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered a commanded shock due to atrial fibrillation (af). However, the af was not converted. Subsequently, an external shock was delivered and the af was successfully converted. This ICD is not designed to convert atrial arrhythmia. At this time, this ICD remains in service and no additional adverse patient effects were reported.